Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore tag® thoracic endoprostheses. It was reported that the patient had highly calcified and tortuous access vessels. Therefore, a gore dryseal sheath (dsl2428) was directly inserted from the abdominal aorta, where there was less calcification. It was reported that dsl2428 could not be advanced beyond the level of diaphragm because of the tortuosity of the aorta; therefore, the delivery catheters of the conformable gore tag thoracic endoprostheses were inserted without the sheath further. While the second conformable gore tag thoracic endoprosthesis was inserted, the access site of the abdominal aorta was ruptured and the sheath fell off. It was reported that there was a significant amount of blood loss (amount unknown) and a transfusion was conducted. The ruptured abdominal aorta was repaired surgically and the procedure concluded without the completion of the thoracic aneurysm repair. The patient developed paresis on his lower limb. On (B)(6) 2014, a bolton relay was implanted to complete the thoracic aneurysm repair. The exclusion of the aneurysm was confirmed, and the patient tolerated the procedure.

Manufacturer narrative:
Corrected conclusion: per the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Per the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)and blood loss.

Event description:
The physician attributed the paresis developed on (B)(6) 2014 to the blood loss. No rehabilitation treatment was provided due to dementia.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.